Event description:
Ref MDR #1219856-2010-00358 for the first event involving the same pt. It was reported that the cath lab did a fluoroscopy of the pt's aorta in the event that it was severely tortuous or calcified, which it was not. While in the cath lab the second intra-aortic balloon (iab) was prepped and the supper arrow-flex (saf) sheath inserted over the same spring wire guide (swg) and into the pt's femoral artery. As the md inserted the iab into the saf sheath, he found that the final 1/3 of the membrane of the catheter appeared to get stuck in the saf sheath. As a results, the md could not advance the iab into the pt. The md removed the iab and the sheath. There was no reported pt injury and no intervention required. The delay in therapy was noted as "minutes while another tray was opened." The outcome of the pt is noted as "remained stable". Ref MDR #1219856-2010-00360 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.